Event description:
Per independent repair center statement, the unit was alarming or had a red light. The key failure was the 4-way valve being stuck. Additional malfunctions were the poppet valve not shifting, the pe valve not shifting, the gear clamp was leaking and the zip ties were leaking.